Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation is in progress. Once completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture baker grade unknown. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient who underwent a breast augmentation primary with smooth mentor memorygel breast implant (400cc on left and 450cc on right) has experienced postoperative bilateral capsular contracture, baker grade unknown, confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2020. This medwatch report is for the left-sided implant.

Manufacturer narrative:
On 07-jun-2020, a manufacturing record evaluation (mre) was completed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Per the mre, the device manufacture date and expiration date were added. Manufacturer¿s reference number: (B)(4).